Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 2.5 years remaining in march 2023 to elective replacement indicator (eri) status in july 2024. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed all returned product testing except for the battery usage test. The battery was analyzed and while evidence indicating abnormal battery depletion characteristics was found, the root cause was unable to be determined. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 2.5 years remaining in march 2023 to elective replacement indicator (eri) status in july 2024. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.